Event description:
Failure of davinci robot prior to surgery in '08 and during surgery in the next day, requiring surgeon to abandon procedure and perform sternotomy to complete coronary artery bypass grafting (CABG). Dates of use: 2008. Diagnosis: CABG. Event abated after use stopped? Yes.